Manufacturer narrative:
The reported issue that the button to unclip the pcu sometimes breaks could not be confirmed; no product or device logs were returned for investigation. The file was opened to document the issue that was reported. The alaris pcu is typically used for treatment. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement.

Event description:
It was reported that the button to unclip the pcu sometimes breaks. Customer suggested that the plastic could be more robust and stronger. No further information was provided.